Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, it was stated that there was poor staple formation and the reload could not be removed from the handle. The lungs were slightly split, and the junction was oversewn. After a few stitches, many attempts to remove the broken nails were fruitless, and the gun and nails of the same specifications were shot again to complete the operation.